Event description:
Caller reported that the mobile app was frozen while loading a cartridge. There was no reported adverse impact to the customer¿s blood glucose level. The issue resolved itself without further intervention.